Manufacturer narrative:
The data acquisition board was returned for failure investigation. The component failure u6 created the error consistent with check vent proximal pressure sensor auto zero failed.

Event description:
The customer reported the ventilator logged a proximal pressure sensor range error. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The remote service engineer advised the customer may need to replace the dat acquisition (da) board. The authorized service provider replaced the da board and the issue was resolved.